Event description:
Two endeavor rx drug-eluting stents (MFR report # 2953200-2009-00324 - 00325) were successfully implanted in a patient. No issues at 30 day follow-up. At 8 month follow-up, patient stated that they had experienced chest pain since last contact with the study site. Eleven months post initial stent implant, the patient was hospitalized for cva. Patient was treated with medication and discharged.

Event description:
Approximately 33 months post index procedure patient was rehospitalized due to coronary instent restesnosis; revascularization was performed due to 80% stenosis of the lad. 3 non medtronic stents were implanted. Approximately 39 months post index procedure the patient suffered a non target lesion mi, this was treated the following day with placement of stents to the lcx. Approximately 40 months post index procedure the patient was rehospitalized due to coronary instent restesnosis, revascularization was of the lad was performed. The investigator has indicated that all reported events were not related to the study device and the patient recovered following treatment

Manufacturer narrative:
Evaluation results: (stroke).

Event description:
A non medtronic stent was implanted to treat the coronary artery stenosis which occurred approximately 34 months post the index procedure.

Manufacturer narrative:
Results: inherent risk of procedure (myocardial infarction and revascularization). Conclusions: inherent risk of procedure (myocardial infarction and revascularization). (B)(4).